Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was dropped in water and subsequently exhibited unresponsiveness and delayed response, including a nonresponsive wake button and spontaneous meal announcements that contributed to hypoglycemia; a later system check found the wake button responsive, and the user disconnected the device and transitioned to backup therapy. Symptoms included low blood glucose, with a reading of 79 mg/dl and treatment with crackers and juice. Outcomes included temporary impairment requiring user intervention and use of backup therapy, without hospitalization. Investigation included customer interview, device functionality check, and case documentation. Investigation of this case revealed intermittent wake button responsiveness and unexpected meal announcements after liquid exposure. It was concluded that exposure to liquid likely contributed to device malfunction, and user education and troubleshooting were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.